Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure => no information. Name of initial surgical procedure? => no information about the procedure name, but it was a surgery of the bile duct. The diagnosis and indication for the initial surgical procedure? => no information. What were current symptoms following the index surgical procedure? Onset date? => peritoneal lavage was done as treatment for the infection. The patient¿s current condition is stable. The patient will be discharged from the hospital shortly. Other relevant patient history/concomitant medications => no information. What is physician¿s opinion as to the etiology of or contributing factors to this event? => the surgeon commented that there is a possibility that the absorbable adhesion barrier which was used in the initial surgical procedure became the source of the infection since the bile leaked bile adhered to the absorbable adhesion barrier. Patient symptoms manifestations (location, severity, appearance, systemic or local reaction) => the patient had an infection after a surgery. It seemed the bile leaked. No further details were provided. Date - time of onset of infection from the surgical procedure? => no information. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? => no information. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? => no information. Were cultures performed? Results? => no information. What medical intervention was performed? Results? => peritoneal lavage was done as treatment for the infection. The patient¿s current condition is stable. The crp level has become low. What is the patient's current status? => the patient¿s current condition is stable, and the patient will be discharged from the hospital shortly.

Event description:
It was reported that the patient underwent a surgery of the bile duct on (B)(6) 2017 and absorbable adhesion barrier was used. The patient experienced an infection after surgery, and it seemed the bile leaked. No further information is available.